Manufacturer narrative:
(B)(4) . The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was explanted of the device due to poor performance. As per the information from the explant report form, a progressive decline in the patient's hearing was observed over the past 2 years.

Manufacturer narrative:
(B)(4). Based on the received information, during removal surgery it was seen that only four channels were inside the cochlea. In addition it is very likely that bone growth around the reference electrode contacts contributed to the reported lack of benefit (high gpi). Wire breakages at the feedthroughs, detected during investigation, might also be another contributing factor to the lack of benefit with the device. Other damages found during investigation are very likely related to the removal surgery. This is a final report.

Event description:
The patient was explanted due to declined performance.